Event description:
A pt got scalded with a b0790 tub. It seems that the pt is in vigilant coma. This is not confirmed. The customer changed the unit. They replaced the original fmm mixer with an unk type without any scaling protection. (B)(4). Note: at present the customer is refusing to give any details out about the pt, their condition or details of the event.

Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4)will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution co in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. Device manufacture date: approx 1990.